Event description:
It was reported that a patient underwent an unknown surgery on (B)(6)2024 and suture was used. During interrupted suture, the needle tip was not a round needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation additional information was requested, and the following was obtained: ? Can you identify the lot number of the product that was used? =>unk, but the possible number is ucmatr ? Were there any patient consequences?=>no ? Did any needle piece fall into the patient?=>no if yes, ? Was the needle piece(s) retrieved during the same procedure? ? Were x-rays taken to locate the needle piece(s)? ? What measures were taken to retrieve the broken piece? ? Was there any additional tissue damage as a result of searching for the needle piece? ? F not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what is meant by "the needle tip was not a round needle"? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product (or photo) upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information was requested, the following was obtained: please describe what is meant by "the needle tip was not a round needle"?=>the needle tip seemed to be not polished. H3 investigational summary: the product was returned to ethicon for evaluation. Two strands outside its packaging and fifteen top foils were received for analysis. Product code vcp771d which is a control release and requires eight strands per packet. Upon visual analysis of the needle, the swage and attachment were noted as expected. The body and tip of the needle were examined, and it was found missing point. The other needle the point was present. Additionally, a photo was provided, and with the same condition as the received sample. Based on the information currently available, a missing point was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.